Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. Multiple attempts to gather additional information have been made; however, as of the date of this report, the site has not provided any additional details. If additional information is received, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci s oropharyngectomy procedure, fibers from the 5fr instrument introducer fell into the patient's mouth cavity. The surgeon was able to remove some of the fibers from the patient, however, decided to convert the procedure to traditional open surgical techniques to ensure all of the fragments were retrieved. The procedure was completed and no patient harm, adverse outcome or injury was reported.